Event description:
It was reported that when recording atrial tachycardia/atrial fibrillation (at/af) episodes, a red x would appear and could not be cleared. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.